Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus tip position on the touch screen needed calibration. Analysis also found that the bullets assay was broken and errors were found in the software history and log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration on the programmer was not working. The programmer is anticipated to be returned for service but the current status is unknown. No patient complications have been reported as a result of this event.